Event description:
It was reported that the patient's lead migrated and was confirmed through x-ray. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.